Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection examined and found a hole in the bifurcation. The cracks on the shaft are coating related and did not affect leakage. Inflated balloon with air while submerged in water and found the catheter leaked at the bifurcation. This was caused during the dipping operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was damage to the shaft; the device was also leaking water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the shaft; the device was also leaking water.